Event description:
Pt reported that the device generated a result of 110 mg/dl without having first applied blood or control solution to the test strip. Pt indicated that no action was taken based on this result. No pt injury was reported and no treatment was received. While on the line with technical support, this value could not be located in the device's memory. Technical support requested the return of the suspect product and replacement product was shipped.